Event description:
It was reported that the sys generator was not working and would not perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusive can be drawn as repair info was not reported.